Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported experiencing no phacoemulsification power in position three. The phaco handpiece, tip, and cassette were switched out but this did not solve the issue. A company representative troubleshot over the phone. It was noted that the system was functioning as expected. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The company service representative called the customer to assist with troubleshooting. The customer was able to troubleshoot and the system performed as expected. The customer requested service. The company service representative examined the system and was unable to confirm or replicate the reported event. The company service representative replaced the ultrasound printed circuit board (pcb) as a preventive measure. The system was then tested and met all product specifications. The system was manufactured on january 3, 2013. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).